Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded battery tube, corroded motor home switch, scratched case and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.